Event description:
A customer contacted beckman coulter inc. (Bec) reporting a clenz (cleaner) leak under the coulter lh 750 hematology analyzer. Per customer, they noticed the leak after the shutdown process. They could not locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a coat, gloves and eye protection at the time of the incident. No injury or exposure was reported and medical attention was not sought. No patient results were affected by this event.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found that the probe wipe rinse cup had become disconnected from the air cylinder. Fse reattached the rinse cup and verified repairs per established procedures and results met published performance specifications. The root cause for this event is attributed to the probe wipe rinse cup being disconnected from the air cylinder. (B)(4).